Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/7/2021.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   H3 evaluation: two dispensed needle/suture combination of product were received for evaluation. During the visual inspection of two opened samples, the swage and attachment area were noted to be as expected. The sutures were receive dispensed and examined along the strand with no defects, damages or suture breakage noted. A functional test was performed using and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.   Corrected information: h6 - component code.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.